Event description:
During balloon assisted coil embolization for an unruptured aneurysm, the subject coil was placed and detached as planned. However, after detachment and balloon deflation, the entire coil migrated into the middle cerebral artery. A goose neck snare device was used to retrieve the migrated coil, but arterial bleeding was observed. Temporary occlusion with the guiding balloon was applied to achieve hemostasis. Once bleeding was controlled, the procedure was completed successfully. Additional information indicates that the patient is stable.